Manufacturer narrative:
MDR 3003442380-2026-20798 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event in which the infusion set fell off during use after approximately one to one and half days on 20-apr-2026.